Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited last error code 1610. No patient involvement was reported.

Manufacturer narrative:
Updated a1,a2.a4,a5,a6, b5, b6, b7. D9 - date returned to mfg: 2/7/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an interruption of the hardware dc power. Re-installed software applications to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Upon further review it was found that there was no patient involvement, no patient injury was reported.